Event description:
It was reported that the patient with this insertable cardiac monitor (icm) had an infection. A revision was performed and the pacemaker with the right ventricular (rv) lead, right atrial (ra) lead and insertable cardiac monitor (icm) were explanted. No additional adverse patient effects were reported. The device was not returned for analysis.